Event description:
It was reported that during a stent placement procedure, deployment difficulties were encountered. The lesion was located in the trachea. The 16 mm x 4 mm ultraflex tracheobronchial stent delivery sys (sds) was advanced to the lesion, however, upon deployment the stent was unable to be fully released. The physician retrieved the stent by unspecified means and completed the procedure with another of the same device. The pt's status is reported as "good".